Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 456 mg/dl. The customer was going to bolus to treat his high blood glucose level. The insulin pump alarmed weak battery and battery out limit. There was one large air bubble in the reservoir. The device was not returned.